Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at an unknown dose. It was reported that, during a standard replacement, the physician could not aspirate from the catheter access port (cap), so 26cm was cut from an 8784 catheter and added on to the original catheter, which was 14.3cm but 30.5cm was cut off that before connecting. The reporter stated that everything was connected and no back table prime was done. Technical services confirmed that there was drug in the spinal segment and the same concentration/dose drug in the reservoir. Technical services advised the reporter not to prime. Technical services calculated the gap in therapy if the pump was taken out and primed on the back table versus if the pump was left in. The surgeon opted to remove the pump and prime on the back table so the gap in therapy would only be roughly 7 hours depending on flex steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate the cap was not determined. The pump connection piece was replaced and connected to the new pump and tried to aspirate again, but was unsuccessful. The devices were discarded. The rep was the initial reporter and made the initial call to technical services. The rep stated that a samsung tablet was used and the latest version of the synchromed application on the tablet was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.